Event description:
It was reported that during an elective ipg replacement diagnostic revealed high impedance on the lead. It was noted that the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported issue was not determined to be product related.